Event description:
Reported issue: on (B)(6)2022 the package was found broken during inspection. It involved 24 pieces. All devices have a sterility breach and all the defects were found during the same inspection at the same time. The outer box was not damaged.

Manufacturer narrative:
Qn#(B)(4). Quantity of 24 devices were found during inspection. The device history review for the product visistat 35w 6/box lot# 73d2200037 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer provided two photographs for analysis. The complaint of broken package - sterility compromised was able to be confirmed by the photographs. A dimensional or functional inspection was not required as a part of this complaint investigation. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. Cracking was also observed at the top left corner of the packaging. The sterile barrier of the returned sample is compromised due to the packaging damage. The device history review for the product visistat 35w 6/box lot# 73d2200037 investigation did not show issues related to the complaint. A CAPA was opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: on 12 dec 2022 the package was found broken during inspection. It involved (B)(4) pieces. All devices have a sterility breach and all the defects were found during the same inspection at the same time. The outer box was not damaged.